Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. . It was reported that when the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged for a competitor's sheath. The procedure continued without any further incident. The device evaluation was completed on 20-dec-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 23-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. . It was reported that when the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged for a competitor's sheath. The procedure continued without any further incident. Additional information was received. They believed that it was the hemostatic valve that broke and stated that it was hard to see, as all of the parts had large amount of blood on them. It was unknown if the hemostasis valve (gasket) dislodged inside or outside the hub. The bwi representative reported that the staff gave them the product with the dilator inserted and they did not get a good chance to inspect the product before packaging it. The brim cap/hub did not detach from the sheath. No pictures were taken of the device. No air entered the patient¿s body. Blood return was observed. Very little blood was lost since the defect was found quickly and the sheath was replaced timely. The issue was assessed as MDR reportable for a hemostatic valve separation issue.